Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and the displacement test. There were no unexpected no delivery alarms that occurred. However, the pump had a loud motor noise during rewind due to a faulty motor. It was noted that the pump had a cracked case on all corners of the display window, a cracked reservoir tube and tube lip, cracked battery tube threads, a cracked belt clip slot, and a scratch on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was in the hospital toward the end of (B)(6) and the beginning of (B)(6) for 4 or 5 days. Customer's blood glucose was 311 mg/dl. Customer went to the hospital because her insulin pump was not delivering insulin. Customer did troubleshooting and it was determined that the pump passed. A couple of days ago, the pump did the same thing again with the no delivery alarm. Customer wants the pump replaced. Customer declined troubleshooting and stated that her doctor advised her to call for a replacement. Customer stated that her high blood glucose is a result of her over-eating today.